Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter's customer service, it was reported that on (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. Treatment was not reported. Pd therapy was ongoing. The outcome for the event of peritonitis was unknown at the time of reporting.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.